Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 600 mg/dl with large ketones a healthcare provider deemed life threatening on (B)(6) 2025. Cause was not known. Customer was treated with intravenous fluids of saline and insulin as well as magnesium and calcium to address the elevated bg. Customer was discharged a days later, (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.